Event description:
The customer reports there is no green light on the monitor when it is plugged in. Pending investigation and waiting fro more repair info.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.